Event description:
This case was a left sided extraction of an infected ICD and a right ventricular ICD lead. The patient was prepped consistent with an open heart surgery prep. An incision was made on the left clavicular area, just below the previous incision. After the device was removed, the lead was prepped to begin extraction. A 14 fr laser sheath was advanced into the subclavian vein and lasing began. There were no "hang-ups" in the vessel structures. When the sheath reached the svc/ra junction, the blood pressure began to fall rapidly and an immediate pericardiocentesis was performed. After several minutes and inability to draw blood from the pericardial sac, cardio-thoracic surgery was successfully performed to repair a tear in the svc/ra junction.